Event description:
A review of the recipient's test data indicates impedance issues. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced and tool damage to the silicone overmold on the top and bottom cover of the device. This is believed to have occurred during revision surgery. Photographic imaging inspection revealed broken electrodes wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused the impedance values on several channels to be out of range. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.